Event description:
Prior to the start of the operating room case, the co2 laser was tested using the MFR's recommended settings. When the surgeon attempted to use the laser, it did not function. The case was converted to a blepharoplasty using electrocautery for hemostasis.